Manufacturer narrative:
(B)(6). Date of report: 10aug2019. The manufacturer¿s international customer specialist confirmed the reported issue. A credit was issued to the customer. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If part is returned, the complaint will be reopened and an investigation will be performed. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the product failed the pressure accuracy test while being tested before first use. There was no patient involvement.